Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that unit is completely gone it's not working. Patient stated she is not sure which device that is not working. Patient reports she was on vacation since (B)(6) 2018 and was not able to charge implant due to no power source. Patient stated she haven't felt stim since (B)(6)2018. Patient stated patient programmer or recharger is not working the screens were blank. Troubleshooting was done. Patient communicated with ins and programmer said stim on. Patient was told to sync programmer and programmer shows to replace programmer batteries. Patient replaced batteries. Patient synced with programmer and programmer showed therapy was on, settings is group b at 3.45 ins 75 %, programmer battery level 75%. Patient was instructed to turn stimulation on if medically appropriate. Patient stated she is not feeling stimulation. Patient increase stim while on the call from 3.75 to 4.50v and stimulation was too strong patient said she is feeling stimulation in the legs and not in the back. Patient decreased stimulation to 4.10v. Patient stated she did not have other groups to change. Patient reported trauma stating that they were staying in a motor home and the roads were terrible, bumpy. Patient was asked to connect to recharger and recharger screen shows all 8 bars shaded and recharger 100% charged, implantable neuro stimulator (ins) 75 % and charging, therapy on. Patient redirected to health care professional (hcp) regarding not feeling stimulation in the back. No further patient symptoms or complications were reported in this event.